Manufacturer narrative:
It was reported that the device was discarded; therefore, no physical analysis of the product could be performed. The supplied image presents the guidewire lodged within an unknown catheter. The image also presents cut and kink/bend damage to the wire. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. As indicated in the operational instructions preparation for use: safari2¿ guidewires should be handled carefully and inspected prior to use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink of the wire. Damage will hinder the performance of the safari2¿ guidewire. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of guidewire. Verify compatibility of interacting devices prior to use. As indicated in the dfu, operational instructions, instructions for use: to remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2¿ guidewire prior to withdrawing the wire. The safari2¿ guidewire is pulled back completely into the catheter. The safari2¿guidewire may then be withdrawn from the catheter. It is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: ecn event description: case at liverpool heart and lung under joe mills and rod staples. (Unable to populate hospital or customers on main section). Guidewire inserted, bav done over wire. Upon removal of bav, the balloon would not come off the wire that was in the lv. Wire had kink from operator trying to break wire after removal, wire cutter used to take balloon off of wire so a pigtail could be advanced to remove the wire from the lv then exchange the wire for a new functioning one. Re-cross done, procedure continued as normal. What troubleshooting steps, if any, resolved the issue?: balloon was cut from wire, wire was cut, catheter was advanced up wire to remove from lv and new wire was used. What is the next course of action?: wire and balloon were kept aside for evaluation. Additional information received reporting the wire was disposed. Patient present at time of event?: yes. Patient complications: no patient complications. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no. Medical or surgical interventions: guidewire swapped. Patient outcome: expected to fully recover. Additional information reported that the bav was completed successfully over the original safari2 guidewire. The patient is well and has been discharged.